Event description:
A biomed at a user facility reported an image problem b30 (scope communication error) and an e216 error stating that there could be liquid or water ingress. The reported issue was found during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for an evaluation. During the evaluation, a rubber leak was found on the bending cover of the scope and a dent on the plastic. The forceps passage had a channel leak. The device failed the electrical continuity reading during initial inspection. The image problem reported due to the b30 error was confirmed. After aeration of the device, the image was observed to be working as expected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
This report was submitted for the b30 (scope communication error).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e2 and g2. Please see updates to b5, e2, g2, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to a damaged image sensor unit and circuit board inside the scope connector. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿operation manual using endotherapy accessories insertion of endotherapy accessories into the endoscope. Caution: do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endotherapy accessory may become damaged. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor field performance for this device.